Event description:
Same case as MDR ID: 2134265-2015-02244. (B)(4) clinical study. It was reported that cardiac insufficiency and death occurred. In (B)(6) 2011, the patient presented due to unstable angina and was referred for cardiac catheterization. Target lesion #1 was a de novo lesion located in the mid rca with 97% stenosis and was 34 mm long with a reference vessel diameter of 3.24 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00x38mm promus element ¿ long drug-eluting stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the 1st obtuse marginal (om) with 85% stenosis and was 28 mm long with a reference vessel diameter of 3.06 mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00x32mm promus element ¿ drug-eluting stent. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was diagnosed with cardiac failure and was subsequently hospitalized. Two days post hospitalization, the patient's troponin values were elevated. On the following day, 66% focal restenosis in the om was treated with cutting balloon angioplasty with 16% residual stenosis. Four days post-hospitalization, the event was considered resolved without residual effects and the patient was discharged. Seventeen days later, the patient was diagnosed with cardiac insufficiency and was hospitalized on the same day. In (B)(6) 2014, the patient died.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).